Manufacturer narrative:
The heartmate 3 lvas was implanted during the ((B)(6)) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that on (B)(6) 2019 new greenish/yellow drainage was found around the driveline exit site. On (B)(6) 2019 the patient complained of pain near the exit site when changing physical positions. Moderate drainage was found. Blood cultures were negative; however, the wound cultures were positive for pseudomonas aeruginosa. The patient was admitted to an outside hospital, afebrile, and given 1500 mg intravenous vancomycin. The patient was subsequently started on 2 mg intravenous cefepime twice per day. On (B)(6) 2019 the patient was discharged in stable condition and was to be maintained on the parenteral antibiotic 2mg cefepime twice per day until (B)(6) 2019. The event was reported as ongoing.

Manufacturer narrative:
Manufacturer investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #86861). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. No further information was provided. The manufacturer is closing the file on this event.